Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one endo clip iii 5mm clip applier w/ hemostay clip m/l. The visual inspection of the returned product noted the instrument was partially applied. The clip counter was no longer active. No visual abnormalities were observed with the instrument. Functionally; the instrument cycled without binding. The pusher bar was not advancing. The counter was found to function as intended. A review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. If information is provided in the future, a supplemental report will be issued.

Event description:
During a thoraco/esophagus procedure, on the third firing the user grasped the handle but could not fire the device. The digital counter was also showing [00]. No injury to the patient.